Manufacturer narrative:
Approximate age of device- 55 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient underwent a pump exchange for thrombus. No additional information was provided.

Manufacturer narrative:
Section d4, h4: additional information the evaluation of heartmate ii lvas, confirmed the report of pump thrombosis. Further, the partial obstruction of the blood flow path by the observed depositions could have contributed to the report of elevated ldh. (B)(6) was returned assembled with the driveline severed approximately 4.5¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned unattached from the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. The proximal side of the outlet stator revealed a red deposition loosely seated adjacent to the bearing ball. Although the deposition did not reveal areas of denaturation or evidence of laminated layering, it was partially occluding the flow of blood. The inlet portion of the rotor also revealed denatured depositions on one of the blades, occluding one of the rotor¿s vanes. These depositions did not reveal evidence of laminated layering; however, the observed areas of denaturation suggest that the depositions were present while the pump was supporting the patient. Although the origin of the observed depositions and the specific duration for which they were present within the pump could not be conclusively determined through this evaluation, they could have contributed to the report of elevated ldh. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3, b5: additional information.

Event description:
Additional information was received that on (B)(6) 2019 the patient was admitted from clinic after complaining of not feeling well and a lactate dehydrogenase rise greater than 2000 u/l. Inr was 5.0, urine was yellow and pump parameters were within normal range. IV fluids were given and heparin was started. The patient underwent a hmii to hm3 pump exchange on (B)(6) 2019.